Event description:
During valve replacement surgery, the cable on the malleable retractor broke and the retractor fell apart. A piece of it was inadvertantly left in the patient. The patient had to undergo a second surgery to remove foreign body.